Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners, reservoir tube, reservoir tube window, battery tube threads, broken reservoir tube lip, minor scratched lcd window and missing reservoir tube lip o ring.

Event description:
The customer reported via phone call that the reservoir was cracked. Customer also stated the ring inside was damaged. Customer's blood glucose was 400 mg/dl. Customer also reported they did not bolus for their dinner. The customer also stated the reservoir gasket inside was broken. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while the insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.